Event description:
Attempted to replace (new style weighted) covidien kangaroo nasogastric feeding tube to right nare; pt did not display signs of distress when first small bore feeding tube was placed. Kub done; tube appeared to be in right lung. Tube removed immediately after radiology called. Attempted re-insertion and pt started having signs of respiratory distress with low o2 sats. X-ray showed right pneumothorax. Symptoms resolved after chest tube placement.